Manufacturer narrative:
(B)(4). No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the clinic with reports of hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a high out of range impedance warning message displayed. It was noted that the patient had heart transplant nine months earlier and the s-ICD was left implant, however therapy had been programmed off. Boston scientific technical services (ts) was consulted and discussed that the electrode may have been cut during the heart transplant, however, this was not believed to be the cause by the clinic. The electrode was displaced when the sternum was cut and spread and ended up improperly positioned. The physician believes this is the cause of the high impedance condition. Review of the impedance measurements prior to the heart transplant show all impedance measurements within range. At this time the s-ICD remains implanted but programmed off. No adverse patient effects were reported.